Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, fever, shivering and abdominal pain. Two days prior to the peritonitis diagnosis, the patient experienced fever and shivering. A day prior to the peritonitis diagnosis, the patient experienced cloudy fluid. The cause of the event s were unknown. The same day as the peritonitis diagnosis, the patient was hospitalized due to cloudy fluid, fever, shivering and abdominal pain and treated with vancomycin injection (1g, every 4th day, intraperitoneal, ongoing) and meropenem injection (1g, per day, intraperitoneal, ongoing) for the events. A day after the peritonitis diagnosis, the patient was treated with amikacin injection (500mg, per day, intraperitoneal, ongoing) for the events. On an unknown date, the patient was recovered from the events. At the time of this report, the patient remained hospitalized. Action taken with pd therapy was not reported. No additional information is available.